Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash underneath the rear therapy electrodes. The patient's physician recommended that the rash be treated with hydrocortisone cream. The patient's daughter reported that they decided to use calamine lotion, and the irritation improved.